Event description:
A customer reported that during the start up of the system the screen went black and then shut off on its own. There was no patient involvement. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The host and the power supply distribution, and cable were all replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 28, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host, power supply, and power distribution pcb. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).